Event description:
Additional information was received from a clinical review. An impella 5.5 was inserted via the right subclavian axillary artery in a 38-year-old male for acute decompensated chronic cardiomyopathy with cardiogenic shock (scai shock stage c) as a bridge to durable left ventricular assist device (lvad). The patient¿s comorbidities were not specified. The patient¿s clinical state prior to initiation of support was reported as scai shock stage c. Approximately 91 days after initiation of impella 5.5 support, exceeding the recommended use time for impella 5.5, a loss of placement signal was reported on the automated impella controller (aic). Despite this, the impella 5.5 continued to provide hemodynamic support with a documented performance level of p-6 and flows of approximately 3.7 l/min, with a pulsatile motor current waveform. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate, with purge parameters of approximately 9 ml/hour and 511 mmhg, consistent with expected device performance. Approximately 18 days after the loss of placement signal, a decrease in purge flow to 1 ml/hour and an increase in purge pressure to 1100 mmhg were reported, accompanied by a purge system blocked alarm. Standard troubleshooting, including purge cassette replacement, did not resolve the alarm. Tissue plasminogen activator (tpa) was administered in the purge solution as an off-label intervention to mitigate the impact of suspected biomaterial within the motor. Following tpa administration, the impella 5.5 device continued to operate at performance level p-6 with flows of approximately 3.7 l/min. The purge solution (5% dextrose in water with 25 meq sodium bicarbonate) was documented with improved purge parameters of approximately 7.8 ml/hour and 507 mmhg, consistent with expected device function. There were no reported interruptions in support or associated adverse clinical impact to the patient during the event. Device performance following the off-label intervention of tpa administration was consistent with expected operation. The patient remains on impella 5.5 device support and outcome is ongoing. Based on the available information, the reported loss of placement signal did not impact the impella support with flows remaining appropriate for the associated performance level, the motor current maintaining a pulsatile waveform with reported patient hemodynamic stability. The purge system blocked alarm with associated purge parameter changes is most consistent with suspected biomaterial within the motor, with reported off-label intervention that resulted in the pump flows returning to flows and pressures within the intended range.

Manufacturer narrative:
B1. Is adverse event added. B2. Is required intervention added. B5. Additional event description added. D6b. Explantation day, month and year added. H1. Type of reportable event added. H6 codes were updated accordingly based on updated clinical review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal was no longer displayed on the automated impella controller (aic). Despite the loss of placement signal, pulsatility in motor current was observed, and the patient appeared to be receiving adequate support. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.